Event description:
It was reported that pairing occurred on (B)(6) 2024 for transmitter with serial number (B)(6) . However, transmitter with serial number 8e2fh3 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 volt. The allegation was confirmed. The probable cause could not be determined. The reported event of pairing is reportable based on loss of connection for 1 - 3 hours. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 volt. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.